Event description:
Lead returned for evaluation and subsequently tested out of specification during manufacturer's analysis.

Event description:
Lead returned for evaluation and subsequently tested out of specification. During manufacturer's analysis. Additional info received that pt was feeling faint but refused to go to the hosp. The pt collapsed and died.